Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: a review of the black box revealed a call service (cs) 163 no cartridge detected alarm followed by multiple unexplained power on reset (por) events on (B)(6) 2014. The returned battery cap and returned cartridge cap were used to complete testing. The pump powered on with the vibration alert but no auditory sound. The piston was able to detect the cartridge during testing. The ¿ez-prime¿ steps were performed during evaluation with no issues. The pump correctly displayed the ¿disconnect infusion set¿ before each load operation. The pump¿s cover was removed; moisture corrosion was found to the force sensor flex pins, the cgm module, the display flex connector, to the watchdog and the piezo-driver circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the following sequence of events occurred on (B)(6) 2014: the patient reportedly changed the reservoir and the infusion set in the morning, the patient reportedly discovered that the infusion set tube was filled and that insulin drops immediately came out while priming the pump. The patient stated that this issue occurred before and she did not think much about it. The patient reportedly connected to the pump prior to going to the beach. It was noted that the patient bathed and then went swimming all day and then that afternoon, the pump emitted an error alarm. The patient reportedly did not indicate what alarm the pump emitted. It was reportedly believed that there may have been water leaking from the pump. At 4:00pm, the patient reportedly removed the battery from the pump and then wiped the battery compartment. It was noted that the battery compartment have been exposed to moisture and corrosion. At 4:20pm, the pump reportedly went ¿black¿. The patient reportedly removed the battery again, reinserted it back into the pump and then screwed the cap on. The patient reportedly performed the prime/rewind step and insulin dispensed inside her while she was still connected to the pump. The user guide states to never start the prime/rewind sequence on the pump while the infusion set is connected to the body. Failure to disconnect from the pump before the prime/rewind process can result in over delivery. In addition, the pump warns the user to disconnect from the pump prior to the prime/rewind step. The patient claimed that the pump proceeded to the ¿fill cartridge¿ step instead of going back to rewind step. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The reported blank display was not duplicated during testing. Unrelated to the complaint, the text on the display screen was found to be dim and pinkish.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).